Manufacturer narrative:
An event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Although the event could not be confirmed, a CAPA was initiated for further investigation and did not identify a product quality issue. Corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 25mm amplatzer cribriform occluder(aco) was selected for closure of the patient's atrial septal defect including the patent foramen ovale. However, the ra disk of the aco deformed into a bulbous shape and remained as such when implanting the aco in the patient. The aco was removed from the patient once and confirmed, but the shape of the ra disk could not be restored well. For safety, the aco was replaced with another same-sized aco just in case. The replacement aco was able to deploy without any problem and the shunt flow was stopped. The procedure was completed with no adverse consequence to the patient. The physician did not know what caused the issue. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.